Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for reaching elective replacement indicator (eri). There were no allegations on the ipg.